Event description:
Partially completely numb knee and thigh, swollen knee, swollen thigh. Information was received on 17 march 2007, from a female patient with a medical history or meniscus surgery, who experienced partially completely numb knee and thigh, swollen knee and swollen thigh. The patient began treatment with synvisc on an unknown date. After meniscus surgery, on unknown dates, the patient received two synvisc injections within two weeks (site unspecified). After each injection on an unknown date, the patient experienced "knee and thigh very much swollen" and partially completely numb. The patient was treated with cortisone for this condition. No more details provided. At the time of this report, the patient's outcome was unknown. Patient received cortisone (dosage unspecified).